Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an error and experienced an uncommanded system shutdown. There was no patient injury or death reported.